Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was high and lasted more than four hours. The patient received treatment with manual bolus via pump. The patient reported blue caps of the infusion set falling off which could have led to high blood glucose levels. No further information available.